Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort. The patient underwent an ipg replacement procedure. No device malfunction suspected. The explanted device will be returned.